Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens implant procedure, the surgeon noticed a line in the entire optic and decided to remove it. The patient was implanted with another lens. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is broken in the distal area (broken haptic portion returned). The other haptic is slightly bent in the gusset and distal area. The optic had a deep scrape mark from edge past center. A used qualified cartridge was returned. Viscoelastic is observed, in the cartridge. The cartridge does have evidence, that it was placed in a handpiece. No tip damage observed. Qualified associated products were provided. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded, that the damage is not manufacturing related. Due, to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).